Event description:
Information was received from the customer that the device allegedly tripped the circuit breaker, shut down and did not sound an audible alarm as specified. The device was reported to be in patient use at the time of the event and there was no patient harm or injury. Although the customer was requested to return the device for evaluation, that request has not been honored to date.

Manufacturer narrative:
Although the device was requested to be returned to the manufacturer for evaluation, that request has not been honored to date. If further information becomes available, a follow up report will be submitted.